Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin, ancef and gentamycin therapies (doses and frequencies unknown) ip for peritonitis. On an unknown date in the same month, dianeal therapies were discontinued due to peritonitis and the patient was switched over to in-center-hemodialysis. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895086 and gd895243 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.